Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot near battery tube threads. No cracked near reservoir tube window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there are cracks around display window and cracks near reservoir window.